Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that the valve of the sheath was not airtight. Therefore, a new sheath was used. No patient complications were reported. The device was not returned for analysis. It was further reported that the procedure indication was farapulse for treatment of atrial fibrillation. The procedure was completed successfully with the new sheath. Air bubbles were reported, and blood was noted in the faradrive during catheter insertion.

Manufacturer narrative:
B3: date of event: estimated as 01 july 2025 as the date of event is unknown but the aware date was in (B)(6) 2025. Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. During preparation for leak testing, a fluid leakage from the hemostatic valve was observed, therefore testing was discontinued. Analysis of the returned sheath found both hemostatic valves torn which compromised the valves' ability to seal pressure and fluid within the sheath. This defect caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. On the microscope inspection, microscopic imaging revealed deformation consistent with prolonged dilator insertion, as the sheath was returned with the dilator still inserted. The insertion of compatible devices during normal use would not have caused this valve deformation; the valve damage is consistent with valve damage due to the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive device confirmed that the events of visible air/bubbles and blood in sheath are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion the 'cause traced to device design' conclusion code was selected for the allegations of 'visible air/bubbles' and 'blood in sheath', as analysis found tears on both hemostatic valves, resulting in the occurrence of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. B3: date of event: estimated as (B)(6) 2025 as the date of event is unknown but the aware date was in july 2025.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that the valve of the sheath was not airtight. Therefore, a new sheath was used. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes- updated. B3: date of event: estimated as 01 july 2025 as the date of event is unknown but the aware date was in july 2025. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that the valve of the sheath was not airtight. Therefore, a new sheath was used. No patient complications were reported. The device was not returned for analysis. It was further reported that the procedure indication was farapulse for treatment of atrial fibrillation. The procedure was completed successfully with the new sheath. Air bubbles were reported, and blood was noted in the faradrive during catheter insertion.